Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: g3: date received by manufacturer in the previously submitted report was incorrect; correct date is 23sep2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The transplant was routine, and the outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.